Event description:
It was reported to medtronic minimed that the customer experienced unexpected suspend [low sg], the difference between sensor glucose and blood glucose values are not in range, sensor updating/sg not available. The customer reported hemorrhage/bleeding, pain. The event involved product(s) mmt-7040c1. Customer reported blood at site. Customer reported an issue with the insertion site. Customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No further patient complications were reported. It was unknown whether the customer will continue the use of the sensor. No product return is required for mmt-7040c1.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.